Event description:
Possible atrial undersensing noted on stored egms with possible false device classified termination of ongoing arrhythmia (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).